Manufacturer narrative:
(B)(4). Date sent 12/18/2024. D4 batch #886c82. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired, with damage on reload deck and with a tyvek. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 886c82, and no non-conformances were identified. Additional information received: njury details harm to patient: none. On release of the stapling device there was some bleeding. Details of incident: procedure: laparoscopic left donor nephrectomy. During stapling of vessels the renal vein concertinaed at the end of the stapler firing. On release of the stapling device there was some bleeding. There was no misfire of the stapler. The concertinaed vein was as a result of trying to staple it. Action taken: 2 ligaclips were placed below the staple line to secure the renal vein. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? Not with the first firing but it did with the second firing. If yes, were the staples formed properly? On the second firing with a new reload yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Normal in the second. Didn¿t fire properly in the first firing as they believe it was over a clip. Reversed blade and tried again with new reload. Were there staples missing from the staple line? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line was there any difficulty opening the device jaws? No. If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. N/a. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a nephrectomy there was a potential misfire of the gun/reload, a new reload was used without issue. The operation was completed with no adverse issues.